Event description:
In january 2007 a doctor informed kerr corporation that tempbond clear, a temporary dental cement, would not debond. As a result, the provisional crowns needed to be cut off.

Manufacturer narrative:
In this incident, the provisional crowns needed to be cut. This medical intervention incident is considered MDR reportable.